Manufacturer narrative:
Qn#(B)(4) customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported "after dissection around the right gastric artery, the arteriovenous was ligated using a robotic ml clip and cut. After that, when lifting the laparoscopic gauze placed on the clip during dissection of the margo superior pancreatis, the clip was accidentally pulled with the gauze and off, causing bleeding. The arteriovenous was grasped with forceps and a new clip was ligated to stop the bleeding". The patient's current condition is reported as "fine".